Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 with their pacemaker in backup vvi mode. Programming changes were made to recover the pacemaker from backup vvi on the same day. The patient was stable throughout.